Event description:
It was reported that during a lap roux-en-y procedure, the surgeon fired the device across the stomach tissue; on the fourth firing it fired an incomplete staple line. When the surgeon visually checked the staple line the staples were incomplete at the center of the fired line. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results showed that the long45a device was received in good visual conditions and with a cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; however, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. Please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specification prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.